Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with shallow ac, angles narrowing, and mild pupil dilation. Lens remains implanted. Cause of event was not reported.